Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 13-aug-2015. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), procedural pain ("follow up hsg was painful/ cramps afterwards"), hypertension ("diagnosed with high blood pressure"), headache ("headaches"), feeling abnormal ("feeling off"), fluid retention ("retaining water"), abnormal weight gain ("gain 5 pounds overnight / weight gain"), abdominal distension ("bloat up and look pregnant/stomach pretty swollen"), fatigue ("extremely tired"), peripheral swelling ("swelling in my feet"), muscle spasms ("muscle spasms in my back"), muscle fatigue ("muscle fatigue"), dyspareunia ("painful intercourse"), coital bleeding ("spotting after sex"), menorrhagia ("heavy periods"), alopecia ("thinning hair"), amnesia ("memory loss"), dizziness ("dizziness"), anxiety ("anxiety") with emotional disorder, crying, depressed mood, loss of libido and feeling abnormal and glucose tolerance impaired ("prediabetic") and was found to have thyroid function test abnormal ("thyroid level low "). The patient was treated with bupropion hydrochloride (wellbutrin), hydrochlorothiazide and surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, procedural pain, hypertension, headache, feeling abnormal, fluid retention, abnormal weight gain, abdominal distension, fatigue, peripheral swelling, muscle spasms, muscle fatigue, dyspareunia, coital bleeding, menorrhagia, alopecia, amnesia, dizziness, anxiety, glucose tolerance impaired and thyroid function test abnormal outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, alopecia, amnesia, anxiety, back pain, coital bleeding, dizziness, dyspareunia, fatigue, feeling abnormal, fluid retention, glucose tolerance impaired, headache, hypertension, menorrhagia, muscle fatigue, muscle spasms, peripheral swelling, procedural pain and thyroid function test abnormal to be related to essure. Quality-safety evaluation of ptc: final assessment. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment. No product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: this case become serious incident and potential legal. Removal information was added. Event: procedural pain was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 13-aug-2015. The most recent information was received on 20-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain/stabbing pain on my lower right back') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), procedural pain ("follow up hsg was painful/ cramps afterwards"), hypertension ("diagnosed with high blood pressure/hbp"), headache ("headaches"), fluid retention ("retaining water"), abnormal weight gain ("gain 5 pounds overnight / weight gain"), abdominal distension ("bloat up and look pregnant/stomach pretty swollen"), fatigue ("extremely tired"), peripheral swelling ("swelling in my feet"), muscle spasms ("muscle spasms in my back"), muscle fatigue ("muscle fatigue"), dyspareunia ("painful intercourse"), coital bleeding ("spotting after sex"), menorrhagia ("heavy periods"), alopecia ("thinning hair"), amnesia ("memory loss"), dizziness ("dizziness"), anxiety ("anxiety") with emotional disorder, crying, depressed mood, loss of libido and feeling abnormal, glucose tolerance impaired ("prediabetic"), vision blurred ("lack of focus") and photophobia ("sensitivity to light") and was found to have thyroid function test abnormal ("thyroid level low "). The patient was treated with bupropion hydrochloride (wellbutrin), hydrochlorothiazide and surgery (removal of essure). Essure was removed on (B)(6) 2015. At the time of the report, the back pain, procedural pain, hypertension, headache, fluid retention, abnormal weight gain, abdominal distension, fatigue, peripheral swelling, muscle spasms, muscle fatigue, dyspareunia, coital bleeding, menorrhagia, alopecia, amnesia, dizziness, anxiety, glucose tolerance impaired, thyroid function test abnormal, vision blurred and photophobia outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, alopecia, amnesia, anxiety, back pain, coital bleeding, dizziness, dyspareunia, fatigue, fluid retention, glucose tolerance impaired, headache, hypertension, menorrhagia, muscle fatigue, muscle spasms, peripheral swelling, photophobia, procedural pain, thyroid function test abnormal and vision blurred to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: social media received: new events were added: lack of focus, sensitivity to light, and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.